Manufacturer narrative:
Laser fiber failed during use due to the laser energy heating the interior lumen of the fiber. This initiated a burn within the lumen which progressed from 45 cm from the distal tip to 122 cm from the proximal end. The burn blocked the flow of helium and lead to the failure of the device. Their fiber was examined by three different quality and engineering personnel however no creaks, holes, kinks or other damage was noted under magnification. There was a slight deformation felt at the site of the initial burn but the burn did not penetrate the outer jacket. The dfus note this may happen and to have a second fiber present in case of failure which the health care facility had in place. This is a known failure mode for the waveguide failure.

Event description:
Reportedly a small crack was found in the laser fiber during the procedure. The fiber was disconnected from the laser and another fiber utilized. The procedure was then completed.